Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
It was reported to philips that the device was unable to activate. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4:23nov2020, b4:24nov2020 . The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised to swap out the power management printed circuit board assembly (pm pcba) and the power supply however the issue continued until the ac inlet was replaced. When the customers bio-med replaced the ac inlet the issue was resolved and returned the device back to functionality. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.